Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 598 mg/dl while wearing the pod between 4 and 24 hours. The patient believed that the cannula may not have inserted properly or became bent, preventing insulin delivery. Symptoms reported include headache and fatigue. The patient was treated with insulin and intravenous (IV) fluids. The patient was discharged on the same day. The pod was removed.